Event description:
The user received questionable carbohydrate antigen 19-9 (ca19-9) results for two samples from one patient. Of the data provided, only one result from the second sample was reported outside the laboratory. The patient sample was tested on the cobas e601 and the result was 293.3 u/ml. The same sample was tested on (B)(6) 2012 on a competitor system which was possibly a liaison analyzer and the result was 33.63 iu/ml. The same sample was tested on (B)(6) 2012 on the cobas e601 and the result was 293.5 u/ml. The same sample was tested on (B)(6) 2012 on an unknown competitor system and the result was 23.3 ui/ml. The same sample was tested on (B)(6) 2012 on the cobas e601 and the result was 306.4 u/ml. The result of 306.4 u/ml was reported outside the laboratory. The patient was not adversely affected. The ca19-9 reagent lot number was 164477. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as the patient sample was no longer available. No information regarding the clinical picture of the patient was available, thus it was not possible to validate which of the results fits the clinical picture. The calibration and quality control data was acceptable therefore no system or reagent issue was indicated.